Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device was unable to charge using the charging port. The device had no visible physical damage. No impact to the patient was reported the charging issue was discovered while at the bench for preventive maintenance.

Event description:
His report is based on information provided by remote service engineer rse and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device was unable to charge using the charging port. The device had no visible physical damage. No impact to the patient was reported the charging issue was discovered while at the bench for preventive maintenance.